Event description:
Spontaneous report. Indication: common variable immunodeficiency, unspecified. Correct pump rx is (B)(6), pt reports her pump does not seem to be pushing as well as it used to, infusion is taking over 2 hours. No additional information provided, pt did not have serial number, not able to be found, was sent before system was set up to track. Pt did complete dose. No adverse reaction from malfunction. Pump is available for return. Reported to cvs/caremark by: patient/caregiver.